Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: on investigation, the display was found to be dim and discolored. Investigation duplicated the alleged display issue. Unrelated to the original complaint, the contrast button demonstrated intermittent unresponsiveness. The keypad cover was removed and revealed contamination of the contrast button contact. Additionally, the battery compartment was noted to be cracked between the bumper pad and the top of the pump. There was also a crack in the pump case near the upper right corner of the display.